Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the event was unrelated to the device, therapy, and implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The patient had an office consult (B)(6) 2017. It was reported the patient had a thalamic bleed and was hospitalized for several weeks since the deep brain stimulation (dbs) placement. The diagnosis was an intracerebral hemorrhage (ich). No further complications were reported/anticipated.